Manufacturer narrative:
Additional product code: fmfinvestigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The disposable set was labeled with an expiration date of 12/01/2017. The procedure was performed on (B)(6) 2018. Patient's full identifier (ID): (B)(6), patient¿s age, gender, and weight are not available at this time. Patient outcome is not available at this time. The bmac disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Additional investigation: the device history record (DHR) was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the use of the expired set as experienced by the customer. The lot was also reviewed to determine the components that would have been expired at the time of use. The following components were past their expiration date:- 514001-33,0 expiry date 12/01/2017. All other components were within the expiration date at the time of the procedure. Correction: terumo bct contacted the distributor and verified that controls are in place for recognition and distribution of expired product.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. Root cause: the root cause of the usage of the expired disposable was human error by the distributor.

Event description:
The customer declined to provide patient's age, gender, weight, and outcome.

Manufacturer narrative:
This report is being file to provide additional information. Additional investigation: harvest design verification testing included testing accelerated aged product. This product was aged to an equivalent of 118 days past the expiration date prior to testing. Based on this, the product functionality would not have been impacted by using the product at 1 month past the expiration.